Event description:
Synthes (B)(4) reported a matrixrib plate broke in half directly over the patients fracture line. The surgeon initially implanted 3 plates at rib 5, 6 and 7 on (B)(6) 2012. Only the middle rib plate was broken and the other two are still intact and remain implanted. During the surgery, the surgeon found fibrous tissue between the broken fracture and no strong bone growth as with the other two broken ribs. The patient was not harmed by the broken plate, however did complain of pain. Revision took place (B)(6) 2012 where a plate and 6 unknown screws were removed and a prolene mesh was sutured to the ribs.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. No conclusion could be drawn as device was not returned.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The returned device was identifiable as a matrixrib pre-contoured plate, 17 hole. The plate was cut down to eight (8) holes and a visible cutting burr is still present on the cut side of the plate. There were a significant amount of scratches and rub marks on the top/outer surface of the plate. There was also some rub marks on the edges of the plates near the breakage site. The source of these marks is unknown; they could be from handling during implantation, from soft tissue removal during plate removal or from the ends of the plate segments rubbing together after breakage (while still implanted). The soft tissue growth and plate segments rubbing are possible due to the reported length of implantation of almost 9 months. The design of the plate breakage is verified and validated to meet the design criteria. The design risk assessment and risk analysis of the device was reviewed and adequately addresses the complaint event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Plate is broken apart at a side cut between two screw holes. The relevant dimensions were checked and no deviation was found. The fracture face is homogenous, which indicates material conformity. No manufacturing related fault could be detected.